Manufacturer narrative:
The stent remains in the pt and the delivery device has been disposed, therefore, no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.

Event description:
Clinical study: it was reported that 693 days after a coronary drug eluting stenting treatment procedure, the pt required a target vessel reintervention (tvr). Target lesion 1 was a 2.75mm, 90% stenosed, mildly calcified, severely tortuous 24mm long portion of the mid left anterior descending (mid lad) artery. The physician treated the lesion with predilatation and placement of a 2.75 x 32mm taxus express 2 study stent. Residual stenosis was 0%. The patient was discharged the next day on aspirin and plavix. Six hundred ninety three days the initial procedure, a non bsc stent was placed in the mid lad due to in-stent restenosis. In the opinion of the physician, the relationship of the tvr to the taxus stent was probable. The pt was discharged the next day.